Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec) and observed an opening assessed as surgical damage. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: observed missing shell assessed as inconclusive. Brown particles observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a.4., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.